Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, when he removed needle shield, needle hub separated. Stated, when he removed needle shield, the needle only separated from syringe.

Manufacturer narrative:
H6: investigation summary customer returned (2) loose 0.5ml bd insulin syringes. The customer reported that the needle hub separated, needle shields are harder to remove, and the needle only separated from the syringe when the needle shield was removed. The returned syringes were examined, and it was observed that the needle hub/shield assembly was detached from each barrel. Damage was observed to the barrel tip and cannula hub of one sample; no damage to the barrel tip or cannula hub was observed on the other sample. It was observed that the cannula for each detached hub assembly was still attached after removing the respective cannula shields, therefore, the alleged needle separates issue could not be confirmed. A review of the device history record was completed for batch# 1130863. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (needle assembly separate). CAPA pr1630423 has been opened to address this issue for hub separates (needle assembly separate). H3 other text : see h10.

Event description:
It was reported that 2 bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, when he removed needle shield, needle hub separated. Stated, when he removed needle shield, the needle only separated from syringe.